Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the failed calibration test on the syringe module was not confirmed through a review of the device logs and was not replicated during laboratory testing. The dhcu test pcu was turned on with the suspect syringe module attached. The device alarmed that the syringe module required calibration. Calibration was performed using asm v12.3.1, after calibration tasks were completed, test results show the device passing al pm tests as required. A basic infusion was programmed with a of rate: 10ml/hr and a vtbi of 30ml (3 hours) using the pressure meter and a compatible set of the pressure sensing disc. The programmed infusion successfully completed after 3 hours with no error or malfunction, confirming that the pressure sensing disc did not fail. When using the pressure sensing disc feature, only use alaristm syringe module sets. Use of any other pressure sensing disc sets can cause improper device operation. A series of leds (light-emitting diode) on the dot matrix display were found not turning on (incidental finding). There were no other obvious issues or anomalies observed with the returned device. The syringe module logs were retrieved from the system to ascertain event details associated with the reported incident on (B)(6) 2024. The review of the syringe error log showed no recorded errors or malfunctions on the reported date. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Notes to repair center: suspect syringe module s/n: (B)(6) (w/o: (B)(4)) please re-torque all screws and calibrate the device. Incidental finding: a series of leds on the dot matrix display were found damaged and did not turn on. Please replace display board. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed safety disc calibration. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: the report of the failed calibration test on the syringe module was not confirmed through a review of the device logs and was not replicated during laboratory testing. The dhcu test pcu was turned on with the suspect syringe module attached. The device alarmed that the syringe module required calibration. Calibration was performed using asm v12.3.1 after calibration tasks were completed, test results show the device passing al pm tests as required. A basic infusion was programmed with a of rate: 10ml/hr and a vtbi of 30ml (3 hours) using the pressure meter and a compatible set of the pressure sensing disc. The programmed infusion successfully completed after 3 hours with no error or malfunction, confirming that the pressure sensing disc did not fail. When using the pressure sensing disc feature, only use alaristm syringe module sets. Use of any other pressure sensing disc sets can cause improper device operation. A series of leds (light-emitting diode) on the dot matrix display were found not turning on (incidental finding). There were no other obvious issues or anomalies observed with the returned device. The syringe module logs were retrieved from the system to ascertain event details associated with the reported incident on (B)(6) 2024. The review of the syringe error log showed no recorded errors or malfunctions on the reported date. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Notes to repair center: suspect syringe module s/n: (B)(6), (w/o: (B)(4). Please re-torque all screws and calibrate the device. Incidental finding: a series of leds on the dot matrix display were found damaged and did not turn on. Please replace display board. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed safety disc calibration. There was no patient involvement.